Event description:
It was reported that system diagnostics resulted in dc dc code of 0 at an office visit. Information from the treating nurse revealed the patient's dc dc code had previously been 2 and the patient had begun to experience cluster seizures which were unusual for the patient since the drop of dc dc code. Moreover, the patient reported a decrease in perception of stimulation as he would feel stimulation sometimes but not all the time as before. Follow up with the treating nurse revealed that there are no interventions planned for the reported drop in dc dc code as well as no patient trauma to the device. Additionally, the treating nurse does not know what attributed to the patient's change in seizure pattern and interventions taken were change medications. Furthermore, the treating nurse has not been forthcoming in providing the patient's programming history; hence the dc dc drop cannot be further analyzed.